Event description:
The pt was reportedly experiencing headaches and pain at the implant site. The pt has stopped wearing the external equipment. The company was informed that the pt was hit at the implant site before headaches began. Surgery to explant the pt's device will be scheduled.